Event description:
On (B)(6) 2011, the reporter claimed that the cartridge from lot# b201576 is leaking. There was report of the patient's blood glucose elevated in the "250-300 mg/dl" range. The patient did not have any symptoms or have any ketones that would suggest a serious injury. This complaint is being reported due to the alleged cartridge leakage issue for lot# b201576.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.